Manufacturer narrative:
The automated impella controller device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support, and during support placement signal issues were encountered. The physician removed the white plug and then put it back in on the automated impella controller (aic). After doing this, the placement signal was present. However, the issue presented again, and the nurse pushed on the white plug portion that connects to the aic. Immediately thereafter the placement signal worked. There was no harm reported to the patient as a result of this event. The patient was noted to be in stable condition.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show that after pump start, console kept presenting with multiple alarms placement signal not reliable (#130, due to low snr). Ltlog and rtlog data showed that optical signal snr was low, with sporadic but brief improvements during the case (which most likely correspond to reported attempts to ¿pushing on the white plug¿). Characteristics of optical data - low snr, low contrast, lamp at 100%, maxed-out gain of 2.6 - are consistent with an air gap. Console ic4779 arrived in danvers for later investigation 25-42987-2, involving pump 573246, with very similar symptoms (same failure mode). It was tested, and initial measurements of ¿5s¿ parameters using a fiber-coupled test cavity showed parameters within specification. When using a pump (attached via pump connector), the parameters - in particular snr ¿ did not meet specification. Inspection of the optical pump connector revealed a piece of debris (presumably a broken piece of pump plug) lodged in the blue receptacle, preventing pump plug from being inserted fully, therefore creating a large air gap. When the piece of debris was removed, optical ¿5s¿ parameters were measured to be within specification (using a pump). The findings and root cause are consistent between the two investigations for ic4779. The cause of the aic issue was a defective blue receptacle. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. The impella device was not returned for evaluation. Based on previous investigation of this console with a different pump, the cause of the aic issue was a defective blue receptacle.